Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system generated cuvette not dry errors. Customer reported that probe a was leaking. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical support instructed the customer to tighten probe a.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).